Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 5 episodes with v-v intervals <(><<)> 220 ms from 26 to 30-jan-2016, possibly due to dislodgement and sensing of the right atrium. Analysis indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold consistently 2.5v since 24-jan-2016. Additionally, the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude 9.625mv 24-jan-2016, drops to 0.875mv by 31-jan-2016. The analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. There was 1 inappropriate shock delivered on (B)(6) 2016 due to oversensing the right atrium. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead had dislodged because the lead was too short for the patient. The lead also had high thresholds and undersensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.